Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer and customer's husband reported via phone call that the customer experienced low and high blood glucose. The blood glucose reading ranged from 44 to 350 mg/dl. The customer treated their high blood glucose with manual injection and insulin pump bolus. Auto mode was active at the time of the event. No harm requiring medical intervention was reported. The pump will not be returned for analysis.